Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. The legal manufacturer determined the likely cause was user handling; stress added to the yellow connector by the user or the user pressed the button with excessive force. The instructions for use provide the following statements: before use. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.

Manufacturer narrative:
The device was evaluated by an olympus field service engineer and the reported problem was confirmed; the left yellow connector was inspected and verified missing the internal stopper. A conclusive root cause for the missing internal stopper was not determined.

Event description:
A user facility reported to olympus that the yellow center piece was noted missing on the aux connector of the olympus oer-pro endoscope reprocessor. There was no patient injury or harm, associated with the problem, reported to olympus.